Event description:
Company rep reported an (B)(6) child was admitted to hospital. Consumer was injecting lantus insulin via a bd micro-fine 3/10cc half unit scale marking syringe, and then cycled to school. The child then suffered a hypoglycemic seizure in the playground and was admitted to hospital. Consumer required (5) days stay and has been discharged well.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.